Manufacturer narrative:
H6: device code 2017 clarifier: incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 7f sheath. Reportedly, the marker lumen was not flushed prior to use and there was no blood flow coming from the marker lumen when the device was positioned in the vessel. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was not flushed prior to use of the device. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation does not appear to have contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.